Manufacturer narrative:
(B)(4). Method: the complaint mr290vx vented autofeed humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photographs revealed a torn at connection between tube and dome. Conclusion: the reported leak is likely due to the tear observed from the water feedset. Without the complaint device, we are unable to determine the cause of the reported failure. Every mr290vx chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome and water feedset. In addition, destructive pull testing is performed hourly to verify the strength of the water feedset tubing. Any chamber which fails either of these tests is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290vx vented autofeed humidification chamber state the following: "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in china reported that a mr290vx vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a mr290vx vented autofeed humidification chamber was found leaking water before patient use. There was no patient involvement.